Manufacturer narrative:
Evaluation summary: the info contained herein is based on the info provided by the initial reporter. The device involved in this complaint was not available for evaluation. The info provided indicated that the pumps infused too quickly. No other information has been received, but multiple requests have been made for additional info. If additional info that is pertinent to this event becomes available, I-flow will reopen the complaint.

Event description:
Three (3) pumps from the same lot finished delivery prior to 48 hours. One finished 24 hours prior, and the other two 12 hours prior to expected time.